Event description:
During case when anesthesiologist turned desflurane vaporizer on, the anesthesia machine lost all gas flow to pt. Gas interruption was not immediately noticed until 02 flowmeter on anesthesia machine showed zero. When anesthesiologist turned desflurane vaporizer off, the machine gas flow was restored. Anesthesia machine was sent to biomedical engineering for evaluation.